Event description:
Healthcare professional reported right side rupture, captured as deflation, confirmed by biopsy. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2; b.5; b.6; d.6b; h.6.

Event description:
Healthcare professional reported right side rupture, captured as deflation, confirmed by biopsy. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed one opening assessed as surgical damage. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.